Event description:
Medtronic received information that 5 years and 5 months post implant of this 21mm aortic bioprosthetic valve, a 23mm transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as stenosis with peak velocity of 4.1 m/s. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.